Event description:
The customer reported the system intermittently would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. (B)(4).